Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device. The product assessment center (pac) technician evaluated the device and the root cause of the reported issues is determined to be a manufacturing issue. The customer's device was archived by stryker.

Event description:
A distributor contacted stryker to report that their device has a wrong primary language. The device's audio is not comprehensible to the user. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A distributor contacted stryker to report that their device has a wrong primary language. The device's audio is not comprehensible to the user. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.